Event description:
The patient reported via social media that her epilepsy was now worse since vns was implanted. System diagnostics for the patient's device were reported to be ok from an appointment on (B)(6) 2017. The patient has not seen her most recently known neurologist regarding the issue. No additional or relevant information has been received to date.